Manufacturer narrative:
RMA issued. Replacement parts were sent to site (B)(4) 2011. Upon return of suspect parts investigation finds that when connected to a known good system the I/o hub had no power or communication.

Event description:
A medtronic rep reported during a cranial tumor resection case, the software produced an error message about a "communication failure" and then after clicking ok, the software exited. It stayed on the splash screen and required a hard shut down. The surgeon had completed the majority of the resection and was not actively navigating at the time the message appeared. There was no impact on the pt outcome.